Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging constant cold, body discomfort and nasal/throat irritation. Patient also alleges that the patient cannot sleep without device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Device was recertified per fc:16-700-623 and the device was upgraded with new foam. An external and internal visual inspection of device were completed by the manufacturer and no error was found. Additionally, software was upgraded, error log cleared, and unit passed final testing.